Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis, (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure three vessels were treated. Two xience v stents (3.0 x 28 mm & 3.0 x 18 mm) were deployed in the 2nd obtuse marginal. Three xience v stents (3.5 x 23 mm, 3.5 x 28 mm and 4.0 x 18 mm) were placed in the saphenous vein graft (svg) to the right posterior descending artery (rpda) to treat proximal and distal lesions. The 4.0 x 18 mm xience v stent was placed without pre-dilation. Then, there was a 3.5 x 28 mm xience v stent placed in the left main coronary artery (lcma). There were no pt or product issues noted at the time of the procedure. However, in 2009, the pt was admitted with unstable angina, and proximal isr in the svg to the rpda was noted, which required treatment with percutaneous transluminal coronary intervention (ptci). Cardiac catheterization was completed with stenting from the svg to the pda. Cardiac enzymes remained normal and pt was discharged the following day. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - stenosis and angina, in the IFU are known adverse events associated with coronary stenting. The IFU states: the xience v stent is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions. The IFU also mentions the safety and effectiveness of the xience v stent have not been established for subject populations with lesions in saphenous vein grafts. A conclusive cause for the effects, and the relationship to the product, if any, cannot be determined. The other two xience v stents placed in the svg to the rpda, are being reported under the same MFR#.